Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guiding sleeve for proximal femoral nail antirotation-blade doesn't stay fixated with aiming arm, while turning the nut. The locking sliding insert is too loose. There was no report of patient harm. This is report 1 of 1 for (B)(4).